Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
Additional information received on 8/7/2024: the case was delayed five minutes; however, the sales representative does not know if additional anesthesia was added to the case.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/5/2024, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak repair stitch broke when shuttling through the knotless mechanism. The implant was cut out and a new bone socket was drilled to implant a new ar-3636 knotless 1.8 fibertak. This was discovered during a bankart procedure on (B)(6) 2024.